Event description:
Report 3 of 3 it was reported that bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positives are being reported of candida tropicalis. The following information was provided by the initial reporter: molecular false positive - candida tropicalis.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positives are being reported of candida tropicalis. The following information was provided by the initial reporter: molecular false positive - candida tropicalis.